Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "dimensions not designed correctly". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that unscannable extraction failed while using nasogastric tube.